Event description:
It was reported that: "partial detachment of distal tip, recovered with no patient incident. The insertion site was radial artery. Clinical consequences: turnpike gold inserted to replace and case proceeded to a successful outcome. The device was removed entirely and replaced. Another attempt was made successfully. This did not cause delay or harm/injury to the patient.".

Manufacturer narrative:
Qn# (B)(4). One-unit of turnpike was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. The tip of the turnpike was observed to be fatigued. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly , and performance specifications. Case details were reviewed. Customer stated the partial detachment of the tip was noted. One-unit of turnpike was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. The tip of the catheter was observed to be fatigued. Damages are likely to have occurred during use when operated against a calcified lesion (cto of rca) .per IFU states the following warning and precaution - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. No response was received. Vessel was heavily calcified. The tip was not stuck in the cto. Customer stated" it seemed to dug-in and then the tip shredded". Device was removed and a turnpike gold was used to complete the case. No harm or injury noted to the patient. A manufacturing record review was completed , and no related non-conformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: "partial detachment of distal tip, recovered with no patient incident. The insertion site was radial artery. Clinical consequences: turnpike gold inserted to replace , and case proceeded to a successful outcome. The device was removed entirely and replaced. Another attempt was made successfully. This did not cause delay or harm/injury to the patient."

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.